Event description:
It was reported that during the farapulse atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was prepared according to IFU standards. After performing a transseptal puncture using a non-bsc needle through a non-bsc sheath, the non-bsc sheath was exchanged for the faradrive sheath with a straight white dilator. The dilator was removed, and the sheath was aspirated and flushed. Upon insertion of the farawave catheter, aspiration was attempted, and air was observed. The farawave was removed, and aspiration showed no air. After reinserting the farawave, air was again observed during aspiration. No fluid leak was noticed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed.